Event description:
It was reported that the patient had gone into slow ventricular tachycardia. Upon review of the merlin transmission, it was found that the patient's implantable cardioverter defibrillator delivered inadequate anti-tachycardia pacing (atp) and could not successfully convert the patient. Three additional shocks were delivered as a result. Programming changes were made, and the patient was administered an anti-arrhythmic. The patient was stable.